Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the pump was unable to prime unit during prime test due to faulty force sensor system. The pump was unable to perform excessive no delivery test due to prime anomaly. The pump was received with back light functioning properly. The pump was received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call of cracks on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she experienced a no delivery alarm. The customer stated that there is a crack on the corner of the screen over the top and down where the belt clip is. The customer stated that the second crack is on the opposite corner of the screen. The customer stated that she has owned the pump for four years and have dropped it. The customer stated that she keeps the pump in her bra. The customer stated that the screen is scratched to the point where she can barely see the display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.